Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) with hyperglycemia. The patient's blood glucose (bg) read "high" (>27.8 mmol/l,>500 mg/dl) while wearing the pod between 25 and 36 hours. When the pod was removed from the infusion site (abdomen), the pod's cannula was found bent. The patient called the hospital and was advised to use a pen to bolus, apply a new pod and to increase the basal 50%. The patient's bg levels did not stabilize and the patient visited the ER. The patient was treated with a bolus of approximately 8 units and intravenous therapy. The patient was released from the ER after 3 hours.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run.